Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose level was 210 mg/dl. The customer also reported that the time clock does not advance. The customer also reported that the screen of insulin pump was not completely blank. Troubleshooting was performed for frozen display. The customer also states that the buttons were not responding when the alarm occurred. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. The insulin pump was monitored and several alarms were set and triggered with no frozen screen anomalies noted. Frozen screen not confirmed.